Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The anchor and sutures have been deployed. One thread and one side of the broken anchor was returned. The sutures were returned. The insertion device shows no manufacturing defect and bio debris is present. A functional evaluation could not be performed because the anchor has already been deployed. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, when screwing, the thread passages of the healicoil utrabraid opened. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.